Manufacturer narrative:
Batch review performed on 12 february 2025. Lot 161290: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At about 8 years 4 months after the primary, the patient came in reporting pain due to a subsided tibial component. The cause of the subsided tibial component is unknown. The surgeon revised all components to revision components. The surgery was completed successfully.